Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to difficulty accessing the control pump with an artificial urinary sphincter (aus). The aus remains implanted and active. During the follow-up the physician observed there was thickening of tissue around the pump, during the future revision the physician plans to explore the tissue situation if it is not possible to maneuver the tissue the physician will replace the pump. On (B)(6) 2020 the patient underwent a revision procedure, during the procedure the device was found to be still fully functional and was in fact, working as expected. The control pump had been placed previously in a position that made access to it difficult for the patient. No components were replaced , and the pump was simply removed from being so close to the right testis and positioned to be more accessible for the patient to operate. No complications occurred during the procedure and it is expected that the patient will commence using his device in about another week.